Manufacturer narrative:
Investigation date: 04/25/2016. An investigation of u6060 a-v impulse controller for the reported condition was performed for the reported condition of; damaged power cord with exposed copper wire. The u6060 a-v impulse controller was evaluated and the issue was confirmed; the power cord's outer insulation was damaged, allowing view of the inner copper wire. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was scrapped and replaced to correct the issue. The unit passed all initial testing after failure analysis repair instructions were completed. U6060 a-v impulse controller was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a follow-up report will be sent.

Event description:
It was reported to covidien that the customer experienced an issue with an avi unit on (B)(6) 2016. Upon triaging the unit on (B)(6) 2016, it was found that the unit's power cord was damaged with exposed copper wire.